Event description:
The user received questionable estradiol generation 2 (estradiol) results for one patient. The initial result was 1837 pmol/l and was questioned by the physician. The sample was analyzed at another laboratory by another method and the result was 362 pmol/l. The sample was then analyzed by the new estradiol method and the result was 437 pmol/l. The sample was tested again with the original method and the result was 1880 pmol/l. The patient was not adversely affected. The estradiol reagent lot number was 164241. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The patient sample was submitted for investigation and the customer's results could not be verified. It was noted the sample arrived thawed but not frozen which could have contribute to the different results. No specific cause could be determined but interference was suspected as the results from a new version of the reagent more closely matched the competitor result. The suspected reagent was discontinued and has been replaced by the new version which is not affected by interference. No adverse event occurred as the result was questioned by the physician.